Event description:
It was reported that pump displayed malfunction alert malf 16 that could not be cleared, and no additional details were provided about events leading up to the issue. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, was instructed to place pump in storage mode and return it using prepaid label, and was informed they would need to re-enter pump settings and reconnect continuous glucose monitor to replacement pump that tandem technical support arranged.